Manufacturer narrative:
Results and conclusions: (stent deformation). (90% stenosis , moderate vessel tortuosity and moderate calcification). No results available since no evaluation was performed. (No device received for evaluation). (B)(4).

Event description:
During the procedure physician used endeavor resolute rx 2.50mm x 30mm to treat lesion in lcx that exhibited 90% stenosis with severe calcification and severe tortuosity. It is reported that the stent has been deformed after attempting delivery. The deformation was noted when the device was retrieved from the patient after unsuccessful positioning due to the vessel tortuosity. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was noted during the device advancement but no excessive force was used. The physician believes that the event was procedural related; not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.